Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is not shifting properly. As stated on the repair statement additional malfunctions on this device: power switch has no alarm and the p valve alarming & shuts down.